Event description:
It was reported that shaft break occurred. The target lesion was located in the left coronary artery. A 2.75mm x 8mm quantum maverick balloon catheter was advanced for dilation. However, upon advancing, the middle part of the shaft got fractured. The device was simply pulled out and was completely removed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.